Event description:
Medtronic received information that an ultrasound performed after implant of this mechanical mitral valve indicated that the valve was not functioning, causing dilation of the left atrium and acute pulmonary edema. In situ visual inspection of the valve revealed no problems with the leaflet motion. The implanting physician explanted and replaced this valve with a bioprosthetic valve with good results. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: analysis of the returned product found the valve serial number was incorrectly reported, which was also confirmed with the initial reporter facility. The correct serial number, manufacturing date and expiration date have been added to this report. Product analysis could not confirm the reported complaint, as the valve met specification. The leaflets were fully mobile. The tissue annulus diameter was measured to be within specification. The sewing cuff met specification for stitching and back-stitching. No as-manufactured surface finish anomalies were identified. The as-returned dimensions for the orifice, left leaflet, and right leaflet met engineering drawing specification. The as-returned gap for the left and right leaflets met engineering drawing specification. The difference between the minimum circumscribed and maximum inscribed stiffening ring dimensions was within the engineering drawing specification. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: a conclusive cause of the reported event could not be determined as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. One of the possible causes of the reported leaflet motion could be that the leaflets of a valve implanted in the mitral position get caught in the chordae below the valve. The instructions for use (IFU) cautions "when seating the valve, ensure that no suture material or anatomic structures interfere with leaflet motion. Rotate the valve to avoid abnormal residual pathology which could interfere with leaflet motion."

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.